Event description:
The patient stated that he has experienced several instances where his insulin infusion set outer tubing has separated. He stated that his blood glucose readings "were in the 400s". He reported symptoms included "thirst, tired, lack of energy, and very upset". To correct the problem, he changed his infusion set tubing and administered a bolus of insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.